Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 21-sep-2024 within 3 or more hours after insertion. The insertion site was upper buttocks. Patient changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.